Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill driver broke while surgeon was drilling for a screw. Patient had hard bone and all the pieces were recovered and a new instrument was opened to finish the case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The event is confirmed. Upon visual examination of the returned product and provided pictures identified the device to be fractured as reported. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.